Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The customer stated that a clot was in the analyzer. The field service engineer (fse) checked the system and performed ise checks and precision testing. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for cl and k results for 1 patient plasma sample on a cobas pro ise analytical unit. This medwatch will cover k. Refer to medwatch with a1 patient identifier (B)(6) for information on the cl results. The initial cl result was 62.6 mmol/l and the initial k result was 6.08 mmol/l. The customer questioned the low cl result which prompted them to repeat the sample. The sample was repeated and the cl result was 108.9 mmol/l and the k result was 3.96 mmol/l. The sample was also repeated on a cobas 8000 analyzer and the cl result was 109 mmol/l and the k result was 3.95 mmol/l. The results from the cobas 8000 were deemed correct.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.